Event description:
Customer reported depleting battery. There was no reported impact to the customer¿s blood glucose level. No additional information regarding the outcome of the event was received as he declined a follow-up from technical support and is currently out of warranty and in the process of renewal.